Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-01781. Follow-up identified the patient underwent surgical intervention to explant and replace the two ipgs. Stimulation was restored following the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-01781. The patient has two systems implanted. It was reported the patient had not charged both the ipgs for over a year. Communication cannot be established with the ipgs using external devices. Surgical intervention will take place to address the issue.